Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the information received, the device was explanted after the electrode array was inadvertently pulled out of the cochlea during a cleaning procedure of the radical cavity. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The explanted device was received at headquarters. According to the device explantation report form, the electrode array was pulled out of the cochlea during cleaning the radical cavity. Therefore the device was explanted.

Event description:
The explanted device was received at headquarters. According to the device explantation report form, the electrode array was pulled out of the cochlea during cleaning the radical cavity. Therefore, the device was explanted. A re-implantation is planned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report. Not available.